Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; however, the unit alarmed pump error 38 after rewind during the motor test outside the unit. Per visual inspection found traces of corrosion on the home motor switch.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error. The customer¿s blood glucose was unknown at the time of incident. The customer also state that they were able to clear the alarm and able to rewind the insulin pump. The customer also state that they performed the displacement test and able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.